Event description:
It was reported that patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken wherein the drg system was explanted. Additional surgical intervention may take place to restore therapy.

Manufacturer narrative:
B3-date of event is estimated. Reporter phone number (B)(6).

Manufacturer narrative:
It was reported that the patient had lead dislocation and difficult anatomical conditions. So, the physician decided to explant the drg system and started a scs trial. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2024 wherein, an scs system was implanted to address the issue.